Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they were hospitalized for diabetic ketoacidosis due to bent cannula on (B)(6) 2019 with blood glucose of 450 mg/dl. The customer¿s current blood glucose level was 346 mg/dl. The customer was treated with intravenous insulin and insulin drip. Customer did not report any symptoms related to high blood glucose level. The customer stated that infusion set had bent cannula. Troubleshooting was declined by the customer for high blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.